Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained through retrograde approach. The 99 % stenosed target lesion was located in the forearm shunt. A 5.0 x 40, 75cm mustang was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patients' status is good. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.; a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. Positive pressure was applied and leak was noted. A further microscopic analysis confirmed a longitudinal tear in the balloon body. The examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).